Manufacturer narrative:
Concomitant medical product: product ID: dtba1d1 crtd; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased thresholds and possible loss of capture. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.